Event description:
A customer reported that customer is a new diabetic and when customer used excel off brand reagent strips the meter would not count down during an attempted blood sugar test. No result to a diabetic could represent a serious medical condition. While on the phone a review of the operation of the system was conducted. The customer was informed that bayer does not provide or support the use of an off brand reagent. Testing supplies are being provided to the customer.